Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/pt contacted lifescan (lfs) alleging that the "apply blood" message would remain on the onetouch ultra2 meter's display after the blood sample was applied: the reported issue first occurred at 10pm the day before. The pt reportedly developed symptoms of feeling sweaty 3 hours after the reported issue began. Soon after the onset of the pt's symptoms, the pt administered self-treatment with food/drink. No blood glucose results or other forms of treatment were reported. The cca went through troubleshooting with the reporter and noted that the pt was able to obtain a successful test result with a new vial of test strips. According to the "apply sample" issue was not resolved with the reported test strips. Replacement products were sent to the pt. This complaint is being reported due to the unresolved "apply blood" issue. In addition, the pt allegedly developed symptoms suggestive of hypoglycemia 3 hours after the "apply blood" issue began.